Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue but also encountered multiple error codes in the diagnostic report. The manufacturer¿s international service technician replaced the da/mc ribbon cable to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit displayed occurrence of a vent inoperative alarm "1007 (machine and proximal pressure sensors failed)" during pre-use check. There was no patient involvement.